Manufacturer narrative:
(B)(4). Batch # n92r1a. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the surgeon was using the probe in a lap procedure after few minutes the teflon tissue pad was removed from the jaw and unable to hold the tissue. The teflon was collected from the abdomen. No patient consequence reported.